Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The speaker assembly was returned to the manufacturer's failure investigation lab for evaluation. The speaker assembly was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned speaker assembly emitted a primary alarm. It was found that the copper braided wires solder joint through to the other end of the copper braided solder joint had an open break inside the black glue and coils. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. The manufacturer's field service engineer was able to confirm the power speaker failure code in the significant event log. The manufacturer¿s field service engineer (fse) replaced the speaker that plugs into the power management (pm) pca to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a power speaker failure. No patient or user harm was reported.